Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged crack at the battery tube side, belt clip rail and bottom corner of pump, also received insulin flow blocked alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and indicated that the damage has impacted/affected the pump¿s functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, self-test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarms, prime/fill anomalies were noted during testing. Thus and software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on 10/25/2025 07:46:15.000, 10/25/2025 08:06:05.000, 10/31/2025 09:01:27.000, 10/31/2025 09:05:35.000 during bolus. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). In conclusion, pump passed all testing required. Insulin flow blocked/no delivery alarm and broken belt clip rails not confirmed. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.